Event description:
It was reported that a user contacted support, expressed frustration, and stated that the ilet was associated with low blood glucose overnight and high blood glucose the following morning, and requested immediate outreach from the field team. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user-reported blood glucose fluctuations without alarms or hospitalization. Investigation included troubleshooting and education with a plan to obtain additional information from the user. Investigation of this case revealed that the cause remained unclear given the limited information and absence of device alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional details from the user.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.